Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was a user error. User has not performed a two-point calibration of the oxygen sensor. Requested to perform o2 verification checks but no updates received from customer for last 3 mails.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logs and trending data has been sent and analyzed by technical team. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has technical failure 316 "blower failure". The patients saturation dropped and immediately connected to another ventilator. As per complaint form there was no harm reported from this event.